Event description:
Customer reportedly received results of 255 mg/dl and 112 mg/dl within 10 mins on the same device. No symptoms at the time of these results. No action was taken based on device results. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.